Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the explant procedure. Block d6b: explant date: (B)(6) 2023 additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(6). Batch: 16241065 UDI: (B)(4).

Event description:
It was reported that the patient experienced lack of coverage of pain areas. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted device components were discarded by the medical facility. No further information could be obtained despite good faith efforts.